Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. A new cartridge was ultimately loaded and insulin delivery was resumed. Additionally, the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 209mg/dl.